Event description:
Same case as MDR: 2134265-2014-00160; 2134265-2014-00176. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in a percutaneous coronary intervention procedure. After flushing, the physician mounted the motor drive unit on the sled. The physician then attempted to perform pullback test, but automatic pullback failure occurred. It was unable to move the catheter forward/backward. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. During device analysis, the following were observed: the telescope assembly was not able to properly pull back, advance, and retract; the distance from the distal end of the transducer housing to the tip of the catheter measured 27.0 mm. The observed distance is not within specification; no image appeared in the system due to electrical open at distal; no windup was observed on the imaging core during x-ray analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2014-00160; 2134265-2014-00176. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in a percutaneous coronary intervention procedure. After flushing, the physician mounted the motor drive unit on the sled. The physician then attempted to perform pullback test, but automatic pullback failure occurred. It was unable to move the catheter forward/backward. No patient complications were reported and patient's status was good.